Manufacturer narrative:
The coil pusher was returned for analysis. The implant coil was not attached and not returned. The transition area of the pusher was damaged. The pusher hypotube was bent. The heater coil of the pusher did not have any indications of burn damage. The attachment monofilament within the pusher was dissected and the tip of the monofilament was found somewhat stretched. Based on the investigation, the complaint is confirmed as the pusher was found without the implant attached and that the implant most likely was not detached by a v-grip. The implant most likely experienced over specification of pull forces which caused the implant to detach as suggested by the monofilament tip shape. The cause of the force could not be determined as the implant was not returned for evaluation. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report or the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during a coil embolization procedure, the coil implant stretched and detached in the intended treatment area during retraction. A snare was used to retrieve the detached coil. There was no reported patient injury. The patient's condition was reported to be "normal."